Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: there was no image inversion due to the 30-degree endoscope damage. The endoscope was not rotating on its own. Correction to the following fields: reportable event annex a annex c annex d.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis replicated/confirmed the customer reported complaint: recuperable error when used. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing 5000 - rfid fail. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. Additional observation(s) not reported by site: 5000 missing component of idler gear (flange of delrin bearing. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if an image quality defect(s) were detected in either or both eyes. The endoscope was found with an artifact(s) in left eyes the complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the 0 degree endoscope had an error when used. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.